Manufacturer narrative:
One blue line ultra tracheal tube was returned for analysis in used conditions. Upon visual inspection, the tube was found broken partially to the welding area between the flange and the tube. Relevant documents and manufacturing process were both reviewed and deemed adequate. Line clearance record, training records, and welding operations were all reviewed with no discrepancies. Visual inspection was performed on 32 units prior to packaging; no discrepancies found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received that while a smiths medical tracheostomy was in use, a crack between the flange and the tube was noted. No patient injury occurred.